Manufacturer narrative:
The siemens customer service engineer (cse) was dispatched to the customer site. There was no bleach contamination found. The cse performed a check on the wash station, which passed. The cse checked for sample and reagent probe alignments. The cse replaced the photo multiplier tube (pmt), photon card, and cable. The cse performed calibration and quality controls, which passed. The cause of the discordant, false positive thcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false positive total human chorionic gonadotropin (thcg) results were obtained on three patient samples on an advia centaur xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia centaur xpt instrument, resulting negative. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false positive thcg results.